Event description:
It was reported that, "the pt had a bha surgery in 1993. Afterward, the pt felt an uncomfortable feeling with hip in 2009. Then, the surgeon took an x-ray of the pt hip and he noticed the dissociated uh-1 from the head on the x-ray. Therefore, the surgeon performed revision surgery to replace the uh-1 with a tha."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.